Event description:
It was reported the generator kept shutting off on its own during the middle of surgery and they kept having to turn it on in order for the hand piece to still work. There were no patient consequences.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was not returned for analysis.